Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic review identified osteolysis and suspected loosening of the left knee tibial implant. Radiolucency was noted along the tibial implant, which appeared loose with alignment maintained. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 medical devices: articular surface fixed bearing posterior stabilized (ps) left 11 mm height catalog#: 42512400811 lot#: 63107050. Femur cemented posterior stabilized (ps) standard left size 10 catalog#: 42500606801 lot#: 63937330. 2.5 mm female hex screw 25 mm length catalog#: 42509902525 lot#: 64460014. All-poly patella cemented 38 mm diameter catalog#: 42540200038 lot#: 64279497. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately five years post-implantation due to pain and tibial loosening. No additional patient consequences were reported.